Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a faradrive sheath was selected for use. However, during aspiration air bubbles appeared. These were visible and could be heard also. The amount of air bubbles varied depending on the position of the catheter in the sheath. Therefore, the sheath was replaced, and the issue was resolved. The procedure was completed. No patient complications were reported.